Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device was returned to the manufacturer: the wallstent device was returned with the stent in correct position on the delivery system. No damage or issues were noted with the device. This concludes the product analysis.

Event description:
It was reported that stent positioning difficulties were encountered. The target lesion was located in the lower limbs. A 16x90/9fr uni plus 75cm wallstent uni was advanced to treat the lesion. During the procedure, it was noted that the stent jumped forward too much after withdrawal, making it unable to cover the site of the thrombus. The device was directly removed and replaced with a different model to complete the procedure. There were no complications reported, and the patient's status was stable. It was further reported that the stent was displaced upon withdrawal of the delivery system. The stent was removed without being re-constrained.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that stent positioning difficulties were encountered. The target lesion was located in the lower limbs. A 16x90/9fr uni plus 75cm wallstent uni was advanced to treat the lesion. During the procedure, it was noted that the stent jumped forward too much after withdrawal, making it unable to cover the site of the thrombus. The device was directly removed replaced with a different model to complete the procedure. There were no complications reported, and the patient's status was stable.